Event description:
During baxters device eval, it was found the device displayed an "upstream occlusion" message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
MFR ref number (B)(4). Baxter evaluated the device in question. The eval confirmed the "upstream occlusion" message, caused by a failed upstream sensor. With low ultrasonic readings, the device would be more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.